Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead was not returned for analysis as the lead remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review

Event description:
It was reported that the therapy of this implantable lead was turned off due to the lead experiencing fracture. A replacement procedure is being scheduled for the near future. At this time, this lead remains implanted but out of service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the therapy of this implantable lead was turned off due to the lead experiencing fracture. A replacement procedure is being scheduled for the near future. At this time, this lead remains implanted but out of service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the therapy of this implantable lead was turned off due to the lead experiencing fracture. A replacement procedure is being scheduled for the near future. At this time, this lead remains implanted but out of service. No further adverse patient effects were reported.